Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter and an intellamap orion high resolution mapping catheter were used in a atrial fibrillation ablation procedure. When hemostasis was performed slightly low blood pressure was noted and pericardial fluid was slightly accumulated. This was confirmed with echocardiography.a pericardial drain was performed. It was noted that bradycardia continued after the atrial fibrillation was stopped. The patient then had a non-boston scientific pacemaker implanted. No additional patient complications were reported. The device was discarded and will not be returned for analysis.